Event description:
It was reported that during a da vinci-assisted umbilical hernia transabdominal preperitoneal (tapp) repair procedure , the monopolar curved scissors (mcs) instrument caused a burn on the patient during surgery. The following information is unknown: what tissue was involved with the burn injury, the severity of the burn injury, and what medical intervention (if any) was rendered due to the complication. A visual inspection of the arm did not show any issue. This event caused a less than 15 minute delay in the procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) the monopolar curved scissors (mcs) instrument for failure analysis investigation. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument released energy normally 2 of 2 attempts. No arcing was observed. The instrument was fully functional. No product issue was identified. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.